Event description:
Same case as MDR ID#2134265-2012-00917 and MDR ID#2134265-2012-00918. It was reported that during a stenting treatment procedure stent damage occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed target lesion was located in the calcified proximal right coronary artery (rca). A 4.0x38mm ion drug eluting stent (des) was advanced to treat the target lesion but was unable to cross the lesion. When the stent delivery system (sds) was removed from the patient, the stent strut appeared flared. A 3.0x12mm apex balloon catheter was advanced and inflated once to 18atms for 10 seconds to predilate the target lesion. Another 4.0x38mm ion des was advanced but was also unable to cross the lesion. Upon removal, the stent strut of this device also appeared flared. A 3rd 4.0x38mm ion des was advanced, unable to cross the lesion and appeared to have a flared stent strut upon removal. The physician then advanced a 4.0x32mm ion des; however, the sds was unable to cross the lesion. A 4.0x12mm apex balloon catheter was advanced and multiple dilations were performed. The 4.0x32 ion des was readvanced and was able to be deployed in the rca at 16 atms. Another 4.0x38mm ion des was advanced twice and was unable to cross the lesion. A non-bsc laser catheter was used to de-bulk the calcified lesion. Additional dilations of the target lesion was performed with 3.5x20mm nc quantum apex otw and 3.5x20mm nc quantum apex mr balloon catheters. The previously selected 4.0x38mm ion des was readvanced and deployed in the mid segment of the rca and deployed. Post dilatation was performed with a 4.0x8mm nc quantum apex balloon. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).